Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display appeared fuzzy with white lines due to a defective lcd module. It was also found that the device was stuck in landscape mode, the processor version was not displayed in the about settings, and the language could not be changed in the localization settings due to core board software corruption. The lcd module and core board were replaced and the unit functioned as designed.

Event description:
It was reported that half of the screen is fuzzy. No known impact or consequence to patient.